Manufacturer narrative:
Date of event is estimated. A system displayed elective replacement indicator (eri) message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the message displayed prematurely. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.